Event description:
It was reported that a pt was seen after auditory alert in backup vvi. The bvvi code indicated a miscellaneous hardware error. There are entries in the nmi logs from (B)(6) 2011 though the bvvi alerts began on (B)(6) 2011. Tse walks clinician through a firmware download with no complications.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.